Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt was not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and did not show any abnormalities. The pt underwent revision surgery on (B)(6) 2013 where her leads were repositioned. The pt is now receiving effective stimulation.